Manufacturer narrative:
G4:22dec2020 b4:(B)(6) 2020. A similar investigation was performed it was identified that the ls1's built without a date code could be subject to cold joints within ls1 that can result in ls1 failing to sound. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 20nov2020, b4: 23nov2020 . The fse (field service engineer) evaluated the device and confirmed the reported problem in the error log. The fse replaced the cpu pcba (central processing unit, printed circuit board assembly) board, and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing. Following the repair, the device was returned to the customer to be placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08oct2020.

Event description:
It was reported to philips that the device had a back-up alarm failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.